Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore upon insertion. The lens was removed without any pt injury.

Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product showed that there were tears across the lens, a haptic was torn and a piece of the lens was torn off and missing. There was clear surgical residue on the lens. Conclusion (other) - a multifunctional team investigation complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.